Manufacturer narrative:
The reported event could be confirmed. The device was inspected under a microscope. The threads of the locking mechanism below the screw head saw a plastic deformation which could explain the loss of the angular locking ability. Some portions of the crest of the thread flank have sheared off under significant force. A potential non-conformity report was initiated to address this event. The comprehensive root cause analysis of the potential ncr included a surface and microstructure analysis as well as nano-indent hardness measurement of variax1 and variax2 screw samples by the fraunhofer institute on behalf of stryker. Further internal investigation efforts were focusing on the anodization color difference between variax1 and variax2 screws. Significant differences between the screws which could result in the reported complaints have not been revealed in either fraunhofer or stryker investigations. Excessive in-house handling and bench testing with variax2 screws from various manufacturing batches showed that locking is achieved as intended. The desired increase in torque indicating to the customer that the screw is locking in the plate, can be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "I inserted the locking screw into the plate in a proper way, but it did not lock. I replaced it with another screw of the same size and it locked without any problems."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported, "I inserted the locking screw into the plate in a proper way, but it did not lock. I replaced it with another screw of the same size, and it locked without any problems."